Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1610c199e, serial/lot #: (B)(4), ubd: 24-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 62mm abdominal aortic aneurysm. It was reported on the date of a CT, just over four years later , that it was noted there was aneurysm enlargement without an apparent endoleak. Twelve days later, intervention was performed and it was thought there was an endoleak possibly coming from the right iliac etlw1628c124e limb. The physician extended this limb with a non mdt iliac limb. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
Product analysis conclusion; the reported aneurysm expansion was confirmed in the aorta and iliac vessel; however the cause of the event could not be determined. The reported endoleak could not be confirmed on the films provided. The anatomy at implant is unknown and endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source of the reported endoleak was not seen. Although the reported distal type I endoleak could not be confirmed from the CT¿s provided, it is possible that the aneurysmal right common iliac is being pressurized via the marginal distal seal. It is possible that aneurysm morphology changes as seen with the enlarged right iliac artery, may have contributed to a type ib endoleaks. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.